Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). Analysis did not identify any failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that while setting up, while loading the exam in to the system prior to the case. The magnetic resonance imaging (MRI) was loaded and went to register step. The patient had been scanned with eight fiducials, but the system was only picking up 4 of them automatically. Magnetic resonance imaging (MRI) and surgeon attempted to manually select the remaining fiducials when the system briefly became unresponsive and jumped from touch to trace registration. It was stated that the screen was not touched when the jump occurred. When tried to go back to touch registration all the points were missing including the 4 the system automatically picked up. Medtronic representative reported that all the touch points were added, and the system found all but two of the fiducials and the missing points were added. The patient was registered, and subsequent procedure was completed without any issue. There was no patient present when the issue occurred.